Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were hi mg/dl (in replace of hi mg/dl a result of 600mg/dl was used), 144mg/dl. Tests were done within <10 minutes with a difference of 109%. Patient did not experience any adverse events. No further information has been reported.